Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2019 - 00539.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: trabecular metal cluster 50mm shell, lot #: unknown, item number: unknown, item name: longevity poly acetabular liner, lot #: unknown, item number: unknown, item name: zimmer m/l taper cementless stem, size 7.5mm, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05097. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to recurrent dislocations. During revision a "large compartment of necrotic muscle of the abductor and necrotic bone" was noted. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.